Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number was not provided for libre sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint, fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. An hcp reported customer's alarms failed to sound and as a result, customer experienced a hypoglycemic seizure. It was further reported customer checked their libreview and saw readings below 3 mmol/l during the night consistently. There was no report of self-treatment or third-party treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. An hcp reported customer's alarms failed to sound and as a result, customer experienced a hypoglycemic seizure. It was further reported customer checked their libreview and saw readings below 3 mmol/l during the night consistently. There was no report of self-treatment or third-party treatment. There was no report of death or permanent injury associated with this event.